Event description:
It was reported that the female connector of a minicap transfer set had a connection issue; further described as "could not be unsecured from the connection of the ultrabag system". This occurred during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d9, h3, h6 and h11. H11: the device was received for evaluation with a blue connector attached to the female connector and silicone tubing cut off. A visual inspection with the naked eye noted a separation between the female connector and main body. A leak test was performed between the female connector and blue connector and no issues were observed. The blue connector was connected and disconnected by hand with no issues; therefore, the reported connection issue was not verified.the cause of the separation determined to be manufacturing related due to an inadequate solvent bond between the female connector, insert chip, and main body. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.